Event description:
Information was received indicating that the obturator of a smiths medical portex bivona flextend¿ tracheostomy tube became stuck and had to be yanked out during a routine tracheostomy (trach) tube change out. It was reported that the plastic around the metal had become dislodged, moving downward, causing the obturator to get stuck. The trach tube was changed out and discarded. There were no reported adverse effects.